Event description:
Pt had this expander implanted, immediately hemorrhaged and had another one implanted. Had pain and discomfort and distortion to the left of chest. When removed, expander left ripples in chest tissue. The expander was thick and highly textured. Pt thinks this model not approved by FDA. When asked for literature, sales rep. Gave their doctor info on model 3600 instead of their model that they had implanted. (Model 3611).